Event description:
The ptm was not uploading information so the refill date was not accurate. The device system was used to deliver hydromorphone, bupivacaine and baclofen. It was later reported that the clinic took the ptm away and filled the pump with saline.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).